Manufacturer narrative:
The unique device identifier (UDI) number is (B)(4). The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in canada, the patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve via a right transfemoral approach. At the end of valve deployment, the commander delivery system balloon burst. There was difficulty withdrawing the delivery system, and it was unable to be removed through the puncture site. A minimally invasive procedure was performed to retrieve the delivery system. Although no patient injury was reported, the femoral artery was repaired following retrieval and removal of the delivery system. The patient was noted to be stable following the procedure. The root cause of the event was reported to be calcified sinotubular junction (stj). Imagery was received for evaluation. Per imaging evaluation, the balloon burst was confirmed.